Event description:
It was reported that a psychiatrist's handheld computer would freeze on the main screen where he could select either user preferences or interrogation. The psychiatrist indicated the issue started about two years ago and would happen infrequently. Additionally, the psychiatrist reported the handheld would freeze on the parameter screen. A new programming system was sent to the treating psychiatrist as he also requested a new wand due to cosmetic look on his old programming wand. Good faith attempts to obtain the old programming system returned to the MFR have been unsuccessful to date.